Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began around 1 month prior to contacting lfs. The patient had obtained an alleged result of ¿around 13.x mmol/l¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and reported that he increased his dose of insulin to 8 units of lantus in response to the alleged high reading he obtained. The patient stated that around 2 hours after the alleged product issue began he awoke after experiencing symptoms of ¿sweaty and shaking¿ which he associated with hypoglycemia. The patient detailed that he self-treated the symptoms with food and /or drink. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the correct unit of measure was used. The patient did not have control solution to perform a test. The test strips were stored correctly and within their expiry date. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.